Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was revised approximately 9.5 months post implantation to provide improved access to posterior knee for release. The sales rep noted just a posterior capsule release. Range of motion in the knee extension was limited. Once the release was performed, the range of motion restriction in extension was no longer present. The same size bearing was inserted once the release was performed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 the reported event could not be confirmed. Product has not been returned. No product evaluation was able to be completed. The device history record was not reviewed. A posterior capsule release is required when soft tissue such as scarring or ligament tissue impedes full range of motion resulting in a flexion contracture or instability. While conservative measures such as exercises or physical therapy would be attempted first, if these attempts fail, surgical intervention such as arthroscopic arthrolysis or open arthrotomy would become necessary to release the constricting tissue and restore joint function. As the complaint indicates, the release resolved the complication, and a similar device was placed without further complications. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.